Event description:
The facility reported a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). After further investigation by quality engineering, the assignable cause for this condition was assigned to use/user error.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to damaged main batteries. The main batteries and battery harness were replaced onsite at the facility by a baxter field service technician to correct this condition. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through mdq-CAPA-(B)(4). Should additional information be received, a follow-up medwatch will be submitted.